Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the date of onset/diagnosis of infection was 2009. Unknown if any signs or symptoms were prevalent. Location of infection was unknown. Unknown if culture was obtained. Type of organism cultured was (B)(6). Intravenous antibiotics were instituted as treatment for infection. Patient outcome was reported to be unknown.

Event description:
It was reported that the patient had an (B)(6) infection. It was noted that the patient had to have the device explanted and then had it re-implanted. Additional information was requested but was not available at the date of this report.